Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted. The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hrs. Additional reported info from the customer indicates that the cartridge was cracked.

Event description:
Received info that multiple occlusion alarms occurred. Customer's blood glucose level was not impacted. Reportedly, customer typically uses cartridges for approximately 7 days.